Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient fell and was having back pain and had new compression fractures in t-spine. It was unknown if the symptoms reported were related to the device/therapy. No further complications were reported/anticipated.